Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported that during the post-op check-up, the doctor noticed that the right lateral side of the customer''s abdomen were burned. Available information and picture were reviewed by the medical reviewer. The available picture shows a large crusted area is visible on lateral side of the abdomen (flank area). The patient was treated with silvadene 1%, daily. It was noted that the patient is still under treatment. The outcome is unknown. No other treatments (besides vaser) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The system was tested before the procedure. In that area where the injury occurred, the highest amplitude level was not used. No system errors occurred, nor was anything out of the ordinary noticed during treatment. The total time of vaser delivery was 3-4 minutes and the total tumescent fluid that was used was 6l l/r 360 vaser. The treatment was able to be completed using the vaser. Ventx was and a skin port were also used without issue. A wet towel barrier was utilized to protect the skin from the probe contact.

Manufacturer narrative:
The vaser handpiece was not returned; however, the vaser system was returned for evaluation. Service was unable to verify the customer complaint. The system was operating as intended. The system passed the self-test and functional testing. No errors or other issues observed during evaluation. Service was unable to verify the customer complaint. Based on the available information, no causal factors can be determined and no conclusions can be drawn. This event was most likely not caused by the device. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. According to vaserlipo system risk assessment, burns are a known potential risk during treatment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.